Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia after lunch with a peak blood glucose of approximately 300 mg/dl, decreasing to 238 mg/dl at the time of the call, while using the ilet system; the caller reported no leaks, kinks, or bent cannula and the device appeared to be functioning as expected. Symptoms included elevated blood glucose without reported complications. Outcomes included self-monitoring at home with education provided to continue observation and call back if levels did not trend toward range. Investigation included troubleshooting and education with verification of infusion set integrity and review of device performance based on glucose trend. Investigation of this case revealed no device malfunction, no infusion set issue, and a likely multifactorial cause of hyperglycemia related to meal-related variability. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.